Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17700605 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the 5f infinity angiographic catheter, the physician performed a test to infiltrate saline solution and two orifices were verified to be in the extension of the catheter. No patient injury was reported. The device was not used. It had a hole when opened. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The integrity of the sterile pouch was not compromised. Prior to use and while prepping the device, it was noted that there were two visible holes in the catheter extension. The procedure was completed successfully and without patient injury with the use of another unknown catheter.

Manufacturer narrative:
After opening the 5f infinity angiographic catheter, the physician performed a test to infiltrate saline solution and two orifices were verified to be in the extension of the catheter. No patient injury was reported. The device was not used. It had a hole when opened. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The integrity of the sterile pouch was not compromised. Prior to use and while prepping the device, it was noted that there were two visible holes in the catheter extension. The procedure was completed successfully and without patient injury with the use of another unknown catheter. The product was not returned for analysis. A product history record (phr) review of lot 17700605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) puncture/cut - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿precautions store in a cool, dark, dry place. Do not use open or damaged packages. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not resterilize. Do not autoclave. Exposure to temperatures above 54°c (130°f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.